Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a message that the pump cannot detect the cartridge. During troubleshooting with tandem technical services, the customer reported a cartridge removal after the cartridge change. However, the customer stated it was possible that the select change cartridge was selected. The customer confirmed there were no cartridge alarms observed. There was no reported impact to the customer's blood glucose level.